Event description:
The user facility alleges the 15mm blue connector kept slipping out of the tube causing pt to be disconnected from the ventilator. The user cut the tube and reinserted the blue connector; approximately 24 hours later, the connector came out again. The tube was too short to cut off, therefore the pt was extubated and reintubated. No pt injury reported.